Manufacturer narrative:
Eval summary: a request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any add'l info becomes available.

Event description:
The facility reported a pump where the rate is displaying high. It is unk when this event occurred. There was no pt injury or medical intervention necessary. No add'l info is available.